Event description:
It was reported that the rv lead was replaced due to it having dislodged, and was not pacing nor sensing. After the lead was replaced, the physician noted there was a large amount of blood in the lead pin port and in the header. The physician decided to replace the device. The physician thought the two events were unrelated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was analyzed and passed all electrical functional tests. Analysis noted ventricular grommet damage. The cause and time of when that damage occurred could not be determined.